Event description:
The customer reported obtained erroneously low sodium (na) results for twenty-three (23) patients, involving the au680 clinical chemistry analyzer. The erroneously low sodium results were reported outside the laboratory. The customer repeated the samples and obtained higher sodium results which were considered correct. The initial results were amended. Two (2) of the 23 patients were admitted to the hospital from the emergency room incorrectly due to the low sodium results. This report references the second patient that was admitted to the hospital on (B)(6) 2015; please refer to MDR report 9612296-2015-00009 for the first patient which also occurred on (B)(6) 2015. No adverse consequences were noted for both patients. No treatment was administered or denied. Quality control alerted the customer of an issue prior to the generation/reporting of erroneously low sodium results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and performed a quality control run. Quality control recovery was outside the laboratory's specification limit. The fse found a partial blockage of the ion-selective electrode (ise) flowcell. This is indicative of poor sample quality or insufficient maintenance. The fse performed the daily maintenance on the ise unit, which is cleaning the flow cell with a bleach solution and restored the instrument to functionality. (B)(4).